Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. 5. Precautions: juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported the event of 2 syringes of juvederm® voluma xc had ¿the syringe cracked while the doctor was injecting.¿ patient contact was made. No injury to the patient, injector or staff. The allergan packaged needle was used, and this was the confirmed initial use of the syringe.